Manufacturer narrative:
Patient code: 3189-surgical intervention. It was reported that the patient underwent mesh excision on (B)(6) 2017 and (B)(6) 2018 due to vaginal mesh erosion. It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2017 and mesh was implanted. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process. (B)(4) submitted for adverse event which occurred on (B)(6) 2017. (B)(4) submitted for adverse event which occurred on (B)(6) 2018.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2018 and mesh was implanted. It was reported that she experienced undisclosed injuries. No additional information was provided.